Event description:
It was reported that the cartridge was leaking from the cartridge tubing. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer delivered a correction bolus via the pump to address the bg. Customer performed a supply change to address the issue.